Event description:
It was reported that the patient noted a motor stall while using the ptm (patient therapy manager) and was later confirmed on the pump prints. A reprogramming was not successful and a pump replacement was scheduled end of (B)(6) 2012. The physician increased patient's oral medication. Patient's outcome was noted as "ok." Drug delivered via the device was buprenorphine 0.3 mg/ml. It was later reported that the replacement was postponed until (B)(6). A follow-up report will be sent when additional information becomes available.

Event description:
Additional information received later noted that the pump had been replaced. The pump was indicated to have been implanted in the year 2008 (actual date unknown). Patient outcome was reported as "ok."

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly with corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.